Event description:
The duett sealing device was deployed following an interventional procedure, via a 7 fr sheath in the right common femoral artery. Following the deployment the pt experienced hypotension, and an ultrasound confirmed a retroperitoneal bleed. Treatment consisted of surgical repair and was successful. No further complications were reported and the pt was discharged.